Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was 230 mg/dl. The customer treated the high blood glucose with a manual injection. The customer was unable to perform troubleshooting at the time of the call because the alarm had already been resolved by a complete set change. The customer later stated that the act button was not working two weeks prior. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.